Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus ous, mr 2.5 x 38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent damaged with struts on the proximal side bunched, distorted and lifted from the stent profile. Stent pushed distally exposing the balloon wall on the proximal side for approximately 7mm. The stent od (outer diameter) of the undamaged section was measured and was within max crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight hypotubes along the catheter length. A visual and tactile examination found inner/outer kinks along the shaft polymer extrusion. An attempt was made to insert a 0.014" guidewire through the device and after initial resistance due to the kinks noted on the inner the guidewire wire passed through with no issue. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 70% stenosed, 35mm in length, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and severely calcified right coronary artery (rca). After pre-dilatation was performed, a 2.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion due to a bend the device could not track. Buddy wire technique was attempted but the device still failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.